Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, anxiety and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, anxiety and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. The device was corrected. During evaluation there was no error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated and product brand name has been corrected. In box g: date received by mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.